Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: there was visible moisture corrosion in the battery compartment. There was a battery compartment crack near the top left corner of grip pad. The ok button was unresponsive. There was no damage to the button contacts or keypad flex cable. Moisture corrosion was found on the keypad connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the battery compartment was damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.